Event description:
Toothbrush top break off in mouth - oral-b power care refills [device breakage]. Case narrative: consumer email stated that during brushing her teeth the brush head broke off. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.